Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. Tandem customer technical support (cts) was not able to troubleshoot to determine a possible cause of the occlusion as the customer changed out the supplies prior to calling cts. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.